Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the devices' led light always lit spark when discharge. There was no reported patient involvement/adverse patient impact.